Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure partially migrated in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("daily belly ache"), back pain ("lumbar pain / back pain"), skin disorder ("skin disorder"), acne ("pimples"), headache ("headaches"), fatigue ("chronic fatigue"), menorrhagia ("haemorrhagic menstrual periods"), dyspareunia ("pain during sexual intercourse"), loss of libido ("lack of libido"), depression ("depressive state") and metrorrhagia ("bleeding outside of menstrual periods"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and implant removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, back pain, skin disorder, acne, headache, fatigue, menorrhagia, dyspareunia, loss of libido, depression and metrorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, back pain, depression, device dislocation, dyspareunia, fatigue, headache, loss of libido, menorrhagia, metrorrhagia and skin disorder with essure. Diagnostic results: on an unspecified date: x-ray, CT-scan, ultrasounds and allergical test were performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1.856 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.